Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed broken fasteners while fixating the 3dmax mesh. The subject device along with a lot sample was returned for evaluation. Evaluation of the sample finds for bent guide wire and bent cannula backup tabs. The bent components resulted in the fasteners breaking when deployed and causing the barrel insert to detach. Evaluation of the photo provided confirms for broken fasteners deploying and functional evaluation of the lot sample found that the device deployed fasteners without issue. Based on the sample evaluation and investigation performed the guidewire and backup tabs on the device are bent from forces applied while in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." This MDR represents the bard/davol optifix straight (device #1). An additional MDR was submitted to represent the bard/davol optifix straight (device #2).

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure on (B)(6) 2022, the bard/davol optifix straight fixation device (device #1) was used to fixate a 3dmax mesh in the soft tissue region. It was reported that the device failed to fire and broken fasteners were deployed. As reported, the trigger was able to be actuated, loose fasteners were present which were removed from the operative site. As reported, the device deployed broken fasteners when dry-fired. It was reported that a second optifix straight fixation device (device #2) was used and the same issue recurred. There was no reported patient injury. Note, this file represents device#1.